Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the husband stated that his wife was diagnosed and hospitalized that same day with peritonitis. Treatment rendered for the events was not reported. Follow up with the nurse confirmed that the patient was diagnosed with peritonitis on (B)(6) 2012. The nurse clarified that the patient was hospitalized on (B)(6) 2012. The patient is recovering from peritonitis.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The cause was undetermined. No malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Gpv obtained follow up information from the nurse. On (B)(6) 2012, the peritoneal dialysis nurse (pd rn) stated that on ((B)(6) 2012), the patient was diagnosed with peritonitis, and a pd effluent culture was performed which was positive for serratia marcescens. On (B)(6) 2012 (not (B)(6) 2012), the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient's pd catheter was removed, and the patient was placed on hemodialysis. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-admitted to the hospital for rectal bleeding, and had a colonoscopy. The results of the colonoscopy and cause of rectal bleeding was unknown. On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if peritonitis was related to break in aseptic technique. The patient was exposed to a ?lot of animals in her residence and owned chickens and cats. The patient may have contracted peritonitis from exposure to the animals in her residence. The patient was recovered from peritonitis and rectal bleeding. The patient had a past medical history of end stage renal disease, and hypertension. The patient did not have a past medical history of cardiac disease, cardiac failure, heart attack, stroke, or pneumonia. Peritonitis was not related to dianeal solution or to baxter devices or disposable products. Batch review: a review of all batch record documents was performed on h11j14115 and h11k04031 with no issues noted during the manufacturing process. There were no deviations from standard procedure

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique which resulted in peritonitis is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. The label review was performed and found to be adequate.